Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a stroke and then expired. The patient is a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented on (B)(6) 2018 with fever, found to have (B)(6) bacteremia. It was stated that on (B)(6) 2018 the patient has a headache with altered mental status and left sided visual field cut. Patient was found to have a large (37.5 cc) right parieto-occipital parenchymal intracranial hemorrhage (ich).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that on (B)(6) 2018, on examination, patient was noted to have left field cut in right eye. On (B)(6) 2018, patient had stable neurological exam. Patient clearly expressed that they no longer wanted to continue living with the ventricular assist device (vad) and was tired and would like to be allowed to die. Patient had also expressed the same wishes as an outpatient and prior to stroke and while on the floor. Given that the patient was lucid and had the capacity to make decisions, wishes were shared with spouse and palliative care team on (B)(6) 2018. Patient had no acute clinical issues at this time. The plan was to transfer and pursue hospice care. On (B)(6) 2018, the patient was made do not resuscitate and do not intubate (dnr/dni). The vad was turned off on (B)(6) 2018 and the patient was transitioned to comfort measures. Vitals and lab checks were discontinued. Patient was on opiates for pain control. Later in the evening, the team was called to the bedside. A brief exam was performed and patient was pronounced dead.